Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that pc over ip (pcoip) client was replaced. The system then passed the system checkout and was found to be fully functional. The pcoip client was returned to the manufacturer for analysis. Analysis found that the reported issue could be duplicated. Analysis found that the reported event was related to an electrical issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. 10, 114, and 4307 are associated with the system checkout. 10, 120, and 4307 are associated with the returned pc over ip (pcoip) client. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, the camera cart monitor had been cycling every few minutes with the pc over ip (pcoip) message. Navigation was not impacted. The surgeon was using the main cart monitor and was able to track instruments. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was no reported surgical delay.